Event description:
Angiography confirmed high grade stenosis. A type "c" guidewire & 2.15mm burr were chosen. The burr was advanced passively into the right coronary ostia. After position was confirmed the burr was activated and four passes were made at 180,00 rpm. Angiographic runoff was good. Upon extricating the wire, it appeared that the tip had been lodged in a small and distal muscular branch and was not involving the lumen of the right main and right coronary. This was verified angiographically by intravascular ultrasound. The tip remains in pt. Pt was discharged asymptomatically on 1/18/96.